Manufacturer narrative:
The device was not returned for analysis. An event of migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott national product trainer. Based on all available information, a cause for the reported migration could not be conclusively determined. The reported unexpected medical intervention and surgery were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant. The patient had sufficient calcium to allow anchoring of the device. The patient's aortic valve angle was 31 degrees. The dimensions of the patients anatomy were: perimeter 84.7 mm/ area 567.2 mm2/ min diam 26.1 mm/ max diam 28.1 mm/ mean diam 27.1mm; lvot of perimeter 82.9 mm/ min diam 24.4mm/ max diam 28.4mm/ area 537.3 mm2. During the procedure, a pre-bav was performed with a 25mm non-abbott balloon. The valve was successfully deployed at a depth of 1mm ncc and 1mm lcc. Shortly after, the valve embolized and popped up above the annulus, toward the aorta. The physician decided to snare the valve and pull it above the level of the coronary arteries. A second valve was loaded into a second delivery system, advanced though the initial valve, and successfully deployed in the aortic annulus without issue. The physician doesn't believe the patient experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is doing well.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant. The patient had sufficient calcium to allow anchoring of the device. The patient's aortic valve angle was 31 degrees. The dimensions of the patient's anatomy were: perimeter 84.7 mm/ area 567.2 mm2/ min diam 26.1 mm/ max diam 28.1 mm/ mean diam 27.1mm; lvot of perimeter 82.9 mm/ min diam 24.4mm/ max diam 28.4mm/ area 537.3 mm2. During the procedure, a pre-bav was performed with a 25mm non-abbott balloon. The valve was successfully deployed at a depth of 1mm ncc and 1mm lcc. Shortly after, the valve embolized and popped up above the annulus, toward the aorta. The physician decided to snare the valve and pull it above the level of the coronary arteries. A second valve was loaded into a second delivery system, advanced though the initial valve, and successfully deployed in the aortic annulus without issue. The physician doesn't believe the patient experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is doing well.